Event description:
Information received by medtronic indicated that the insulin pump's down and left button were permanently pressed. Customer stated puppy got hold of their insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged was for cosmetic damage located at the keypad buttons and unresponsive buttons. Pump received with an unresponsive keypad on the down button. Unable to perform the displacement test and self-test due to unresponsive keypad. Pump was cut open to perform visual inspection and found physical damage to the keypad trace assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, flattened dome (creased), dog chew marks, broken belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Unresponsive keypad was observed during analysis and confirmed due to flattened dome (creased). Cosmetic damage was confirmed located at the keypad overlay texture damage due to dog chew marks. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.